Manufacturer narrative:
Additional information: d4. Model #: 420-pro-10102500-s. Catalog #: 420-pro-10102500-s. Primary UDI: (B)(4). Correction: d1. Calibrate nanotec psx interbody system. G4. PMA/510(k): k231438.

Event description:
At the 6-week postoperative visit, the patient was presenting with right side radicular symptoms. It was reported that the expandable cage had collapsed.

Manufacturer narrative:
The implant remains in situ. Revision surgery is planned. Photographs were provided which confirm the event of a collapsed cage. The part and lot number were not provided; therefore, a review of device history records cannot be performed. Based on the information provided, the root cause could not be determined. Warnings/cautions: potential risks identified with the use of these fusion devices, which may require additional surgery, include device component failure, loss of fixation, pseudarthrosis (i.e., non-union), fracture of the vertebra, neurological injury, and/or vascular or visceral injury. Possible adverse effects: initial or delayed loosening, bending, dislocation, and/or breakage of device components. Postoperative management: the surgeon should instruct the patient regarding the amount and time frame after surgery of any weight bearing activity. The increased risk of bending, dislocation, and/or breakage of the implanted devices, as well as an undesired surgical result are consequences of any type of early or excessive weight bearing, vibratory motion, falls, jolts or other movements preventing proper healing and/or fusion development. Implanted devices should be revised or removed if bent, dislocated, or broken. Immobilization should be considered in order to prevent bending, dislocation, or breakage of the implanted device in case of delayed, malunion, or nonunion of bone. Immobilization should continue until a complete bone fusion mass has developed and been confirmed.